Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 82-98 not fasting. Verified the strips expire 12/31/2016. Customer confirms the strips were first opened a year ago. Reviewed meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of erratic blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 82-98 not fasting. Verified the strips expire 12/31/2016. Customer confirms the strips were first opened a year ago. Reviewed meter memory: 40 mg/dl (B)(6) 2015 06:37:00 am fasting yes; 112mg/dl (B)(6) 2015 06:48:00 am fasting yes; 41 mg/dl (B)(6) 2015 10:51:00 am fasting no; 123mg/dl (B)(6) 2015 10:49:00 am fasting no; 155mg/dl (B)(6) 2015 06:48:00 am fasting yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.